Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the user first fired the device, the fire was sluggish. On the second fire, the device partially fired and would not move forward. The surgeon had to press the sliver button to retract the knife blade, and switched to a manual handle. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patients cavity. There was no device fragment left in patient's cavity.